Event description:
Suture released from device during rotator cuff repair. Since both ends of suture were under control of surgeon after implantation in humeral head, it is suspected device metal gave way, and suture came out. X-ray was inconclusive due to angle of film, but does not rule out defect. Suture did not break nor fray. Only explanation available at present is device failure. Anchor was left in place, as it was deeply embedded in bone and more damage could have been done in attempting to remove it.